Manufacturer narrative:
Zimvie complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. Email unknown / not provided. Last name unknown / not provided.

Event description:
It was reported infection and sinus perforation on tooth 3. Symptoms as a result of the event: pain, edema, inflammation. Procedure was not completed using another implant or another device.

Event description:
Sinus perforation was reported with infection, pain, edema, inflammation.

Manufacturer narrative:
Zimvie receives (1) 3i t3 tapered implant, (bopt5485) for investigation. A healing abutment was also returned with no allegations against it. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. DHR review was completed for the subject lot number 2019050605. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019050605 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Appropriate documents were reviewed. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were patient factors and improper techniques. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".